Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing resulting in multiple noise episodes. Both the ra & rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition." Rather than "related manufacturer reference number: 2017865-2025-11383. It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in multiple noise episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition."

Event description:
Related manufacturer reference number: 2017865-2025-11383. It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing resulting in multiple noise episodes. Both the ra & rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in multiple noise episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.